Manufacturer narrative:
Other, other text: additional information is provided for h.2 and h.6. One product was received for evaluation. Visual inspection revealed the product was used, not in its original packaging and decontaminated. The rear housing battery door tabs and one valve were damaged. Functional testing was performed but the reported issue could not be replicated. No root cause could be determined as no device problem was found. Service history review identified the complaint was not related to a previous service of the device within the review period. G1, email address: (B)(6).

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited a delivery issue: the customer reported continuous infusion rate: 2ml/hr reservoir volume: 11.2ml (cartridge noted to be empty) total volume: 90ml total given: 78.8ml air detector: off upstream sensor: off lock level: 2 length of infusion: 46 hours the pump was not used to prime the tubing. It is primed by their pharmacy prior to attaching to the pump. No adverse patient effects were reported by the customer.